Manufacturer narrative:
The biomedical engineer reported that they are getting blank waveforms and getting signal loss of multiple transmitters. This is not happening at the same time and are about 20 mins apart from each other. Signal loss is displayed at the central nurse's station (cns). Zm-531pa telemetry transmitters were being used to monitor patients. (B)(6) 2019 between 7:30-9am. Signal loss occurred on 2 telemetry boxes. 1 box lasted about 8sec. 2nd box lasted about 20sec. (B)(6) 2019 between 7:30-9am. Signal loss occurred on 3 telemetry boxes. 1 box lasted about 20sec at 7:34am. 2nd box lasted about 5sec at 8:04am. 3rd box lasted 5sec at 8:42am. (B)(6) 2019 between 12:30pm -1:30pm. Signal loss occured on 2 telemetry boxes. 1 box at 12:30pm. 2nd box at 1:30pm. They also stated that there was construction going on next to this department. We made 3 attempts to get additional information for devices and on whether the issue persisted, but the customer has not provided this information at this time. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device. Attempts were made to obtain additional device information, but not provided. Telemetry transmitters: model: zm-531pa, sns: not provided.

Event description:
The biomedical engineer reported that they are getting blank waveforms and getting signal loss of multiple transmitters. This is not happening at the same time and are about 20 mins apart from each other. Signal loss is displayed at the central nurse's station (cns). (B)(6) 2019 between 7:30-9am. Signal loss occurred on 2 telemetry boxes. 1 box lasted about 8sec. 2nd box lasted about 20sec. (B)(6) 2019 between 7:30-9am. Signal loss occurred on 3 telemetry boxes. 1 box lasted about 20sec at 7:34am. 2nd box lasted about 5sec at 8:04am. 3rd box lasted 5sec at 8:42am. (B)(6) 2019 between 12:30pm -1:30pm. Signal loss occured on 2 telemetry boxes. 1 box at 12:30pm. 2nd box at 1:30pm. They also stated that there was construction going on next to this department. No patient harm reported.

Manufacturer narrative:
Details of complaint: on (B)(6)2019 customer reported cns device was experiencing signal loss with telemetry devices in ER, cpu departments. Customer stated that the site was undergoing construction nearby the affected departments. Investigation conclusion: due to limited information available, the root cause of the signal loss could not be verified. Evidence from signal strength testing and nearby construction suggests it's an environmental issue. To date, there has been no other reports of signal loss for this device. No CAPA is warranted. Additional device information: d11 & c2: concomitant medical device. Attempts were made to obtain additional device information, but not provided. Telemetry transmitters model: zm-531pa sns: not provided.

Event description:
The biomedical engineer reported that they are getting blank waveforms and getting signal loss of multiple transmitters. This is not happening at the same time and are about 20 mins apart from each other. Signal loss is displayed at the central nurse's station (cns). (B)(6) 2019 between 7:30-9am signal loss occurred on 2 telemetry boxes 1 box lasted about 8sec 2nd box lasted about 20sec (b)(6')19 between 7:30-9am signal loss occurred on 3 telemetry boxes 1 box lasted about 20sec at 7:34am 2nd box lasted about 5sec at 8:04am 3rd box lasted 5sec at 8:42am (B)(6) 2019 between 12:30pm -1:30pm signal loss occured on 2 telemetry boxes 1 box at 12:30pm 2nd box at 1:30pm they also stated that there was construction going on next to this department. No patient harm reported.